Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative in regards to a patient who resided in (B)(6) and was being treated with lioresal intrathecal (500 mcg/ml; 525 mcg/day). The lot number, medical history, and other medications were unobtainable. After the patient's pump was refilled on (B)(6) 2015, he experienced severe pinching and burning pain in the entire lower limbs, particularly in the genitals. There was no hypotonia reported, but rather a slight increase in tone occurred following the refill. The patient also complained of urinary retention due to the event. No troubleshooting had been performed as the patient was in a remote location from where the clinic was located. The patient was kept under observation and was recovering. As of the date of this report, the issue had not been resolved and the patient's status as of the date of this report was alive without injury. No surgical intervention occurred or was planned. Additional information was requested to clarify the cause of the symptoms, refill details, urinary retention details, and resolution of the symptoms. Should additional information be received a supplemental MDR will be filed.

Event description:
Additional information was received from a company representative. The exact cause of the event and the reason for the empty pump remained unknown. The doctor had checked the medication level twice in the past month and found it to be appropriate. The pump was refilled again and the patient had been doing well since.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by a company representative reported that he was not present during the refill and thus could not comment to whether there were any issues with the refill procedure that could have resulted in the patient's symptoms. The cause of the patient's symptoms was noted as, the pump was totally empty when checked just "yesterday" ((B)(6) 2015). It was noted that catheterization was performed for the urinary retention. The patient recovered from itching and retention, gradually in two days time; however the patient complained of gradually increased spasticity. Regarding whether the patient had a history of urinary retention, it was noted that the patient had retention just after his implant 6 years back, but otherwise he was urinating normally every time. No further information was provided.